Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge normally. When plugged into a power source, the pump did not recognize the power source and would not charge. There was no impact to the customer's blood glucose level. Reportedly, when the customer plugged the pump from the computer to the wall outlet the pump battery gauge went from 100% battery life to 31%. It was indicated that the customer would continue to use the pump until the replacement arrives.